Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
Per indicated: hex transformation. The mount was attached and the implant was implanted within the specified torque value, but the hexagon of the implant body was deformed so it was removed. Tooth site # 24 (universal).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) nt3213, (osseotite tapered implant 3.25 x 13mm) for evaluation. Visual evaluation was performed, the implant shows signs of damaged. DHR review was completed for the subject lot number 2022051312. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022051312 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged other based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician inadvertently selects a diameter of implant that is too wide for the osteotomy. Therefore, based on the available information, a device malfunction did occur. The implant has been identified as damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation